Event description:
Customer reported the nurse was administering ivig on an alaris pump and it beeped "air in line". The nurse opened the door of the pump and was taking the tubing out to flick the air bubbles and the tubing snapped apart. The set appears to have the flow-stop/lower fitment disconnected from the silastic tubing. No pt harm reported and no medical intervention required. The customer stated that no further pt/ event info is available.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A f/u report will be submitted once the failure investigation has been completed.